Event description:
Hold at 3.9 it was reported that a spectrum pump had an alarmed system error 345 (thermistor disparity) occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, an error 345 occurred. A review of the event history log revealed system error 345. The reported condition was verified. The reported condition was verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. The upstream sensor requires replacement as a pre-cautionary measure. Should additional relevant information become available, a supplemental report will be submitted.